Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion during patient therapy. The pump had been programmed correctly and worked initially, however with first check at 30 minutes the pump had stopped with an upstream occlusion alarm. No occlusion was found and therefore the pump and tubing were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified multiple occurrences of upstream occlusion alarms. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.